Event description:
It was reported that the patient was implanted approximately (B)(6) ago with a new pacemaker with existing chronic leads. The patient presented to the emergency room with syncope and a heart rate of ten beats per minute and was being externally paced. The chronic ventricular lead showed that thresholds had risen. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Manual reset of lead trend data on (B)(6) 2011. No data to review in s2d.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.